Manufacturer narrative:
Investigation summary: 1 defect box was returned. Bd confirmed that the bar code and lot/exp no. Were missing. A lot history review was carried out and no related no conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable opertations and met qc specifications. No scenario could be identified where the line control logic could be forced to allow a non-barcoded carton to be allowed through to the shipper module. Based on this, the carton can only have been placed in the shipper through human intervention by placing the carton on the conveyor belt before the checkweigher (but after the vision checks) allowing a non-printed carton to be packed into the shipper. CAPA 603908 was raised to address this issue.

Event description:
It was reported that bd micro fine plus¿ pen injector needle bar code was not printed on the label. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro fine plus¿ pen injector needle bar cod was not printed on the label. No serious injury or medical intervention was reported.